Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and it was found that this crt-d had presented this behavior in the previous six months. The patient had a magnetic resonance imaging (MRI), and all other measurements were in range post MRI. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and it was found that this crt-d had presented this behavior in the previous six months. The patient had a magnetic resonance imaging (MRI), and all other measurements were in range post MRI. No adverse patient effects were reported. This crt-d remains in service. Additional information indicated that this crt-d was explanted due to therapy upgrade with no allegation. No adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been completed.